Event description:
During the procedure, communication with the claris system was lost. All cables and connections were checked. The message, "no signals. Check the amplifier and connections to the display workstation." Displayed on the review screen. The display workstation was rebooted which cleared the error message; however, the connection was not recovered. The procedure was unable to continue and the case was abandoned.

Manufacturer narrative:
No conclusion code available. The reported incident was reproduced during the hardware evaluation. The root cause of the reported abandoned procedure was isolated to an intermittent abnormal functioning single board computer module. The issue was resolved after replacing the single board computer module with a known good unit and confirmed that the amplifier passed the extended communication test without further issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.